Manufacturer narrative:
Subject device is an instrument and is not implanted. No investigation could be performed, no conclusion could be drawn as no device was returned and no lot number was provided. Date of MFR cannot be determined without a lot number.